Manufacturer narrative:
This report is being submitted for additional information and corrections: - correction to h3 - the subject device has not been returned to any of olympus locations. Therefore, olympus could not investigate the subject device. - correction to h6 findings code - there was no abnormality in these endoscopes at the time of the reported event. There was no report about the malfunction of the subject device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to any of olympus locations. Therefore, olympus could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the reported information, omsc concluded that since there was no problems with the subject device (gif-xp290n) and the subject device was used after the reported perforation had occurred, the causal relationship between the subject device and the reported event (perforation of the diverticulum under endoscopic contact or perforation from a gastric fissure) was unknown. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to any of olympus locations for evaluation of the reported event. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during a screening examination with using the subject device (gif-h290z) and the gastrointestinal videoscope (gif-xp290n), the patient had a duodenum perforation and died due to the following. The screening examination was performed after treatment for esophageal cancer on (B)(6) 2021. This examination was performed using the gif-h290z, but it was found to be difficult to insert due to esophageal stricture (recurrence of esophageal cancer or post-radiation effect), so the gif-h290z was replaced to the gif-xp290n with a smaller outer diameter and the examination was continued. After the examination was completed, there was aggravation of abdomen and oxygenation, and CT imaging revealed a diverticulum in the duodenum, which was considered to be perforation of the diverticulum under endoscopic contact or perforation from a gastric fissure. The patient was hospitalized urgently on the same day and aimed for conservative treatment, but the patient¿s condition deteriorated, and the emergency surgery was performed on (B)(6). (Open duodenal atresia, lavage drainage, intestinal fistula construction) after the surgery, the patient was intubated, and was extubated on (B)(6) and transferred to the general ward on (B)(6). Although the patient remained in a lull, he suddenly changed and was confirmed dead due to non-obstructive mesenteric ischemia on (B)(6). In addition, omsc obtained the following information from the user facility. The doctor who was operating the endoscopes was a lecturer/outpatient director and also had experience with esd (endoscopic submucosal dissection). There was no abnormality in these endoscopes at the time of the reported event. The patient had undergone the esd for superficial esophageal cancer on (B)(6) 2019. After the esd the patient had undergone chemotherapy. The patient underwent the endoscopy for the thorough examination of recurrence of cancer on (B)(6) 2021. The duodenum perforation might have occurred while stretching the endoscopes. The detail information such as the patient's condition from the surgery to death was following. After the patient was transferred to the general ward, washing was continued from the drain, and crp became negative once. On (B)(6), CT-guided drainage was performed to control intestinal juice leakage. At 17:35 on (B)(6), there was 70 g of dark blood bleeding from the upper right abdominal drain insertion site, and the consciousness level and blood pressure were lowered. 18:15 arrival of the life-saving doctor. The infusion solution was fully opened, and after administration of 0.5a of adrenaline, the patient was tracheary intubated and transported to gicu (general intensive-care unit). Computed tomography showed extensive necrosis of the small intestine and colon, and it was decided not to perform surgical treatment, resulting in dnar (do not attempt resuscitation). On the same day, the patient was transferred to the general ward. After that, the patient remained in a lull, but suddenly changed on (B)(6) and was confirmed dead. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-4 (not available in the USA). The causal relationship between the duodenum perforation and the endoscopes is unknown. There was no report about the malfunction of the subject device.